Manufacturer narrative:
Preliminary analysis results revealed absence of a correct lead tightening mark on the ventricular set-screw, which indicates that the reported event is most probably attributable to a ventricular lead connection issue. Analysis confirmed that the connection system conformed to established specifications.

Event description:
Reportedly, it was not possible to connect both the atrial and ventricular leads to the subject pacemaker. It was not possible to move the leads to their final position in the connector head. The physician tried to turn out the screws, but without success.

Manufacturer narrative:
Please refer to the attached analysis report. D3 (email address, fax number) and g1 (first name, last name, email address, telephone and fax number) and e4 corrected.

Event description:
Reportedly, it was not possible to connect both the atrial and ventricular leads to the subject pacemaker. It was not possible to move the leads to their final position in the connector head. The physician tried to turn out the screws, but without success.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was not possible to connect both the atrial and ventricular leads to the subject pacemaker. It was not possible to move the leads to their final position in the connector head. The physician tried to turn out the screws, but without success.